Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button error alarm noted during testing. All buttons function properly however, moisture damage was found on keypad traces. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and scratched reservoir tube window. No moisture damage inside insulin pump noted.

Event description:
It is reported that the customer had high blood glucose levels of 303 mg/dl. The customer reported that the keypad of the insulin pump was non-responsive. The customer reported that he had gone kayaking and the insulin pump came into contact with water. The customer also received a button error alarm from the insulin pump after coming into contact with water. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.